Manufacturer narrative:
This report is filed january 12, 2015.

Event description:
Per the clinic, patient experienced extrusion of the implant body through the skin. The device was explanted on (B)(6) 2014.it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4)